Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Icp sensor stopped working. Event did not occur intra operatively, did not delay surgery over 30 minutes.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the supplier. The supplier's evaluation included a review of quality records, which found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that the sensor was not functional. Internal catheter wires were broken and the catheter material was stretched. There were multiple mashed areas along the catheter body. Suture was attached to the catheter material. Due to the condition of the device as it was received, no functional testing was possible. Based on their evaluation, the supplier was able to confirm the complaint and determined the cause to be related to mishandling of the catheter. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.